Event description:
It was reported by service report that the electronic controls on the siderails and footboard were not functional. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cpu wiring harness.